Event description:
The advocate contacted bayer on behalf of a customer in the UK. He alleged that the contour link readings that were transmitted to the customer's insulin pump could not be found in the meter memory. While searching the meter memory, a control test result of 1.9 mmol/l (34 mg/dl) was also discovered. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged by the advocate. The meter is to be returned for evaluation. A replacement meter was sent to the customer.